Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was reported that during the implant procedure difficulty was encountered placing the lead due to the patient's enlarged right atrium. Despite this difficulty the lead was succesfully implanted but later dislodged. The lead was explanted and discarded. No adverse patient effects were reported.